Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement was recommended or to reassess within 90 days. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement was recommended or to reassess within 90 days. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm message - error code 1003 and premature discharge of battery allegations based on analysis of the returned device which found tweezer marks causing two layers of battery to connect resulting in premature depletion. Further, conclusion was selected based on laboratory analysis which determined the battery cell failure was due to a tool mark which allowed two layers of the battery to contact.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement was recommended or to reassess within 90 days. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.